Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump used to make noise when rewinding and now it doesn t make any sound at all, battery life has diminished, takes longer to rewind than it used to be, unexplained no delivery alarms, alarms for low battery and low reservoir do not sound anymore. The customer's blood glucose level was unknown. The customer declined troubleshooting. The device will not be returned for analysis.